Manufacturer narrative:
Reported event: an event regarding inaccurate resection involving a mako tka software was reported. The event was confirmed through review of the log/session files. Method & results: product evaluation and results: review of the case session files noted the following: the data from the case was analyzed. It was shown that pre-surgery checks, robot registration and checkpoints passed. Bone registration passed successfully on the first attempt; however, the verification points were slightly off. The anterior resection plane was either at an angle that caused the saw to miss the resection or the user did not apply enough force to remove the bone at the proximal region of the anterior cut. There were multiple instances of anatomy velocity trap warnings triggered by the robot during the case, and 3 were seen during bone prep. It is recommended that the user take care to carefully ensure the implant plan and the registration are adequate for the complex anatomy and to ensure that all bone is resected in the plane. There is nothing in the data to indicate software error or malfunction. The data at this time shows that the mako system operated within specification. No system defect or malfunction is expected. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a review of device history records shows that (B)(6) was inspected on 12/10/2019 and the quality inspection procedures were completed with no reported discrepancies complaint history review: a review of complaints in trackwise related to p/n 219999, robot number: (B)(6) shows 1 similar complaints for tka software - inaccurate resection. Conclusions: the alleged failure mode was reproduced however there is nothing in the data to indicate software error or malfunction. Successfully completed all checks, verifications, and calibrations. System is ready for clinical use. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
There was extreme notching of the implant in the patient. However, the plan was very clear of notching, so something went terribly wrong. I've run into these notching issues for weeks now. Case type / application: tka.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
There was extreme notching of the implant in the patient. However, the plan was very clear of notching, so something went terribly wrong. I've run into these notching issues for weeks now. Case type / application: tka.